Event description:
The customer reported that the left monitor on the system was black. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The left monitor was replaced. The system was tested and operates as intended.